Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 75 mcg/ml fentanyl at 32.064 mcg/day via an implantable pump for spinal pain. It was reported that there was an empty pump alarm which was confirmed by telemetry. The patient had missed a refill and the pump was empty. It was thought that it was empty for a couple days. It was stated that the patient did not realize for a couple days that the alarm sound was the pump. It was initially thought the alarm was one of his electronic devices, but it was eventually realized the sound was his pump. It was reviewed that there was drug in the catheter and no priming was needed. The pump was refilled with the same drug on (B)(6) 2016 with the same dose and concentration and the patient could now recognize the pump alarm. The event was noted to be 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.